Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that the device exhibited post paced t wave oversensing. Additional programming changes were discussed but not made. There were no patient consequences.